Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they had a bravo short study which is only 8 hours of the 48 hour study. The procedure was repeated. There was no harm to the patient.